Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, a pulmonic valve in valve was performed 4 years post implant of a 29mm sapien 3 valve in the pulmonic position. The reason for the valve in valve procedure was not provided. Both valves remain implanted in the patient.

Manufacturer narrative:
Additional information: section f10: event problem codes; section h6: evaluation codes; section h10: narrative text. Additional information received from the site indicated the initial sapien 3 valve was placed in the rvot without stenosis post rvot stenting. Four years post valve implant, the patient reported increasing shortness of breath and worsening exercise intolerance. Echo indicated worsening, moderate valve insufficiency. During a planned valve in valve procedure, intracardiac echo indicated thickened and immobile/calcified sapien 3 valve leaflets and moderate to severe pulmonary insufficiency. A new 29mm sapien 3 valve was prepared and advanced to the level of the initial sapien 3 valve. The new valve was successfully deployed within the initial sapien 3 valve. Post deployment angiography noted no insufficiency. The patient did well post viv and was discharged on postoperative day (pod) 1. The patient reported feeling well at the 30-day follow-up visit. The edwards sapien 3 transcatheter heart valve and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis, or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve, who are judged by a heart team, including a cardiac surgeon, to be at low or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The use of a sapien 3 valve in a pulmonic thv in the aortic position is not indicated per the labeling; therefore, the device instructions for use and procedural training manual do not provide direction for the use of the device in this application. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration area potential risks associated with the use of the bioprosthetic heart valves. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, based on the limited information provided, the root cause for the valve degeneration 4 years post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities or off label usage in the pulmonic position and pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.